Manufacturer narrative:
Additional codes h6: 3261 - multiple organ dysfunction syndrome, 1685- abdominal pain, 1811- diarrhea. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2026 with intermittent low flow alarms, severe chest pain and abdominal pain secondary to days of profuse diarrhea which was presumed to be related to a new antibiotic treatment for a driveline, pump, and omental flap that was not new. The patient began to decompensate and was on life support in the intensive care unit and death was impending. The patient was suspected to have an outflow graft obstruction (ofgo) based on point of care ultrasound that showed a widely opening aortic valve and that the septum bowed into the right ventricle despite aggressive speed change. The ofgo was not confirmed with computed tomography angiography (cta) due to patient's multisystem organ failure and impending death. The log files were submitted for review. The event log file was filled with low flow events on (B)(6) 2026. The log files also captured low speed advisories due to the set speed being intermittently adjusted below the low-speed limit. The pump appeared to have operated as intended and adjusted correctly to all of the set speed adjustments. The patient ultimately passed away on (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The reported outflow graft obstruction could not be confirmed as no CT images were provided and the patient remains ongoing. The controller event log file contained events from (B)(6) 2026 through (B)(6) 2026, per the timestamps. Intermittent low flow alarms were captured over the duration of the log file. The log file also contained several low-speed advisory alarms due to the set speed being set below the low-speed limit. The events leading up to the onset of the low flow alarms were not captured in the controller event log file. Review of the controller periodic log file captured a decrease in flow sometime between (B)(6) 2026 at 11:49:26 and (B)(6) 2026 at 11:49:21. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists potential adverse events, including multiple types of organ failure and dysfunction, infection, and death, that may be associated with the use of the heartmate 3 lvas. The IFU also lists infection as a potential late postimplant complication. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.